Manufacturer narrative:
Patient identifying information is not available for reporting. Date of event is unknown. Additional product codes for this report include hwc. Device was not implanted or explanted. It is unknown whether or not the facility will return the complainant part for review/investigation. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that, while putting the locking screw through the aiming arm screw, the 10mm/130deg ti cann troch fixation nail 235mm missed the nail. The screw was removed, but it was noted that there was a hole in the nail. The procedure was completed successfully with no reported patient harm. This report is 1 of 1 for (B)(4).